Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Customer's blood glucose level was 101 mg/dl. At the time of the report, the reported issue was not occurring. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.